Event description:
It was reported that there was a lead integrity alert on the right ventricular lead. It was noted that there was a high sensing integrity count and a high number of fast nonsustained tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Nine ventricular nonsustained ventricular tachycardia episodes of <=160 ms occurred between (B)(6)-2011 06:44:30 and (B)(6)-2012 00:22:19. Two patient alerts for lead failure predictor occurred on (B)(6)-2011 01:48:25 and (B)(6)-2012 00:22:20.